Event description:
It was reported that during testing of the 980 ventilator, background fault error messages were found. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and saw that the ventilator was missing the exhalation valve flow sensor (evq). The se installed a failure investigation evq and the ventilator powered on normally with no errors. The se performed calibrations and extended self-testing on the device and all tests passed.